Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted due to noise, increase in pace impedance measurement and high thresholds. The device will not be returned as it was not available. No additional adverse patient effects were reported.